Event description:
It was reported that the patient heard the transmitter make a pop sound and would no longer power up. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.